Manufacturer narrative:
The investigation noted several sample quality related alarms (sample clot or sample short alarms). The field service engineer (fse) found that the procell syringe was leaking. The fse replaced the syringe. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys pth (pth) on a cobas e 801 module. The initial result was 32.1 pg/ml. The repeat was 55.9 pg/ml. The sample was repeated on a different instrument and the result was approximately 60 pg/ml. The questionable result was not reported outside of the laboratory. The pth reagent lot number was 61750401 with an expiration date of 31-jul-2023.